Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation uterus/migration / migration of essure device location of device uterus,/migration of essure device into the endometrial canal') in a 33-year-old female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: ortho evra from (B)(6) 2008 to (B)(6) 2008. Concomitant products included medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain :pelvic"), 9 years 1 month after insertion of essure. In (B)(6) 2009, the patient experienced genital haemorrhage ("general abnormal bleeding ( general)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, depression, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". Discrepancy noted in date of insertion (B)(6) 2009 & (B)(6) 2009. 03 number coils on the left and 03 number of coils were on the right remaining in the uterus patient has received treatment for event pain, bleeding, migration, perforation, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event fallopian tube perforation added. Rcc comment added. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/migration / migration of essure device location of device uterus,/migration of essure device into the endometrial canal') in a 33-year-old female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: ortho evra from (B)(6) 2008. Concomitant products included medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain :pelvic"), 9 years 1 month after insertion of essure. In (B)(6) 2009, the patient experienced genital haemorrhage ("general abnormal bleeding ( general)"). In (B)(6) 2009, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, depression, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". Discrepancy noted in date of insertion (B)(6) 2009. 03 number coils on the left and 03 number of coils were on the right remaining in the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/migration / migration of essure device location of device uterus,/migration of essure device into the endometrial canal') in a 33-year-old female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: ortho evra from (B)(6)2008 to (B)(6)2008. Concomitant products included medroxyprogesterone acetate (depo provera), multivitamins, plain and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain :pelvic"), 9 years 1 month after insertion of essure. In (B)(6) 2009, the patient experienced genital haemorrhage ("general abnormal bleeding ( general)"). In (B)(6) 2009, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6)2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, depression, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". Discrepancy noted in date of insertion (B)(6)2009 & (B)(6)2009 03 number coils on the left and 03 number of coils were on the right remaining in the uterus quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jan-2020: pfs: previously added psych injury was replaced with depression and new events:vaginal bleeding, anxiety ,device monitoring procedure not performed were added. Lot number, concomitant drug ,historical drug ,reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified events ¿perforation: uterus/migration), pain: pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, vaginal discharge and psych injury¿. Reporter, demographics; essure indication (amended), essure removal date were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.